Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose in the 20 mg/dl range at the time of the incident. The customer was given liquid glucagon, a glucagon shot, and intravenous fluids to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed and the customer will monitor the pump. The customer was at 156 mg/dl the night before the call, they bolused and went to sleep and woke up at 303 mg/dl, which they treated for with a manual injection. The insulin pump will not be returned for analysis.